Event description:
It was reported that multiple cartridge changed errors occurred using multiple cartridges. Customer's blood glucose was 251 mg/dl. Customer reverted to using an alternate method of insulin therapy.